Event description:
Patient reports alleged injury on or about (B)(6) 2011, from use of a bone stimulation system. No further information has been received. This report is based upon allegations contained in patient's claim and the allegations contained therein are unverified.

Manufacturer narrative:
No product has been returned for evaluation. The allegations of the complaint are unverified. No further information has been received. No conclusion can be drawn as to the cause of the reported event.

Manufacturer narrative:
No product has been returned for evaluation. The allegations of the complaint are unverified. No further information has been received. No conclusion can be drawn as to the cause of the reported event.